Manufacturer narrative:
(B)(4). Floor. The device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. In addition, the floor was found to be damaged; however, this finding is not related with the incident reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon pulled two clips from the cystic duct they were poorly shaped in a tear drop shape. Another device was used to complete the procedure. No adverse consequences reported. No additional details are available.